Event description:
Customer inserted the code key in the device and a different code appeared. The customer put in a new code key into the device that was sent to her, and the wrong code still appeared on the display. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.